Event description:
A customer contacted beckman coulter inc. (Bci) regarding a troponin (accutni) result of 0.24 ng/ml generated by the access 2 immunoassay system. Repeat testing gave results of 0.00 and 0.01 ng/ml and 2 additional samples obtained from the patient gave results of <0.01 ng/ml (exact results were not supplied). The patient was admitted to the hospital for observation. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The sample was plasma with a lipemic appearance. Per customer, "the sample was turbid with possible clots". Particulates in the sample were noticed when aliquoting and re-centrifuging prior to repeat testing. Qc was within the customer's established ranges prior to and after the erroneous results. A system check performed on (B)(4) 2010 met specifications. The customer declined service.